Event description:
During a diagnostic procedure, the distal tip of a .038 j3mm 150cm guidewire separated. An ultrasound revealed that the tip was in the lumen of the right femoral artery. A vascular surgeon was called, and the pt underwent surgical procedure to remove the separated piece. However, during the surgery, the distal tip was noted in the subcutaneous tissue and was easily removed. The pt was hospitalized for two days and the catheterization procedure was re-scheduled. Currently, the pt is in good health.

Manufacturer narrative:
The product was returned for analysis, but the evaluation and testing has not been completed. Additional info will be submitted within 30 days of receipt.